Event description:
A company representative reported that a navigation enabled serr/es2/xia3 driver was not engaging properly with a screw intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient.